Event description:
During the device preparation, the generator was booting to a white screen. The issue was not resolved and the procedure was cancelled.

Manufacturer narrative:
Based on the information provided to st. Jude medical and the investigation performed, the cause for the reported cancellation was due to a faulty upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Manufacturer narrative:
Corrected information: event problem and evaluation codes.